Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 422 mg/dl. The customer alleged the pump was not delivering insulin. Tandem technical support performed a pump system check and pump functioned as intended. Customer was treated with 10 units of insulin and released from the ER 8 hours later. Customer blood glucose level was 255 mg/dl, and customer was stable upon being released.